Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was unhappy with the results and requested the device be explanted on multiple occasions. It was noted by the nurse that the patient may not have been completely compliant with reprogramming instructions. It was unknown if any diagnostics or troubleshooting was performed but it was noted that multiple attempts at reprogramming was performed. Surgical intervention was planned as the patient was unhappy with the results (despite multiple reprogramming attempts) but was postponed due to medical status. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.